Event description:
It was reported that the patient call last week shortly after discharge complaining that their tubing was leaking. The patient was asked to make sure it was not originating at the insertion site and tracking back up the tubing but based on the picture attached and their evaluation. It looks like it was leaking at the filter. The patient came back to the surgery center, switched out the tubing, and saved it. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). A device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this device history review. The device was received for evaluation. Visual inspection revealed the unit was visually inspected at a distance of 12 to 16 under normal conditions of illumination according to procedure. No damages nor workmanship defects were detected on the sample. During functional testing, using the hydrostatic vessel, as procedure. A leak was detected at the joint of the 12" tube and the filter, thus the failure mode reported is confirmed. The occurrence of this fault condition could be caused by an incorrect solvent dispensing setting and insufficient solvent in solvent container. Production personnel were notified by quality engineer as awareness for the failure mode reported by customer. All mitigations were verified and has been executed accordingly, therefore no corrective actions would be implemented. This failure condition will continue to be motored in this product for threshold and escalation.